Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There has been one other similar complaint reported in the lot number. Add'l info was requested on 11/29/2010, 12/02/2010, 12/03/2010, and 01/20/2011 -- by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported a pt with a myopic surprise following intraocular lens (iol) implant surgery. The surgeon reported the pt has blurry vision at eight inches. The pt's uncorrected vision is still decreased at 13 inches and eighteen to twenty inches. The surgeon reported the myopic surprise was due to a change in k readings and an a-constant error. The surgeon reported she does not feel the iol was defective, but does blame the pt's near vision blur on loss of contrast sensitivity from the multifocal lens. Add'l info has been requested.